Event description:
Pt was on intra-aortic balloon pump. Blood was noted to be coming back in the helium tubing, and the alarm did not activate. Device taken out of service. This is a non-hospital-owned device. Last preventative maintenance was 1/07. Datascope & fresnius contacted. Fresnius rep took disposable balloon catheter and performed operational verification. Device found to be in accordance with mfg specification. Conclusion was that balloon did not leak enough to trigger alarm. To trigger gas alarm, iabp needs to indicate a leak > 5 cc in or > 12.55 of loss relative to the last autofill.